Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-1245. It was reported the pt was experiencing a heating sensation at her ipg site while charging. The pt declined replacing her charger with a new le charger and reprogramming. The pt's entire scs system was removed.

Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.